Event description:
It was reported that during a low anterior resection procedure, the device cut and stapled the proximal part of the tissue but in the distal part just cut. The load presented the white points as the staples were fired but they were not in the tissue or in the abdominal cavity. The lar was completed with manual suture, adding time to the procedure in 40 minutes. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.